Event description:
No additional information was provided.

Manufacturer narrative:
(B)(6) - supplemental MDR - plunger rod broken / damaged. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 1ml ll plunger rod was broken / damaged. The following information was provided by the initial reporter: material#: 309628 batch#: 4054302 verbatim: rcc received a complaint via email. Email(s) attached on 07 apr 2025 regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci ¿ plunger fell out of syringe on (B)(6) 2025, the hcp reported, "went to draw it up, then the plunger just fell out of syringe¿ regeneron ldp lot: 8463800029 1 ml syringe catalog: 309628 lot: 4054302 additional info: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. N/a 2. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2025 3. Total number of occurrences? 1 4. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? A sample will not be forwarded at this time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.